Event description:
Regarding sling used in sacral colpopexy procedure, pt presented with discharge and bleeding vaginally due to mesh erosion. A procedure was performed to remove the sling. No evidence of acute infection at time of surgery.